Event description:
A technician reported that two months following bilateral intraocular lens (iol) implant surgeries, he noted anterior growth on both iols and the pt's vision had declined. Additional information was received from the site that indicated the event continues. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).